Event description:
The cable routing for the keyboard tray is causing issues at our medical center. The tie straps are failing due to their location. The keyboard is catching / hitting the connectors and unmounting the tie straps from the cart. This is causing the keyboard to wear out and need replacing within less than 4 months in service. The concern is that the wires are getting rubbed significantly, and if rubbed too much they will cause electrical shorts on the frame. An electrical short on the frame is a hazard to staff (and anyone who touches the medication cart which is often in the hallways for medication rounds.) We have not experienced an incident with electrical shock yet, but the design flaw is leaving us open to future problems. In addition, the usb hub connector and wiring, hits on the keyboard when it is in the closed position and will cause unintended typing which holds up medication administrations. This is a safety issue. When surveying the carts, we have found that we have more manual entries since putting these carts into service. Some of this increase is due to the unintended pressing of the keyboard's keys prior to scanning. When the key is pressed, it starts the timer on the scan. This is an issue because it gives false keyed entry reports. The keyed entry report is a national metric on the vssc and the false keyed entries negatively impact this score for the medical center.